Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The customer states "the issue was caused by the very short injecting tip which has been raised as an issue numerous times. (The injector has a lip that prevents introduction to the desired position). The root cause for the reported complaint appears to be related to customer dissatisfaction and not a product defect. "The issue was caused by the very short injecting tip which has been raised as an issue numerous times. (The injector has a lip that prevents introduction to the desired position). The instructions for use (IFU) instructs "insert the nozzle tip into the incision as far as needed to facilitate lens implantation, using the depth guard as the insertion limit, and aim the nozzle tip at the anterior capsule opening. Advance the plunger by depressing the speed control lever maintain adequate pressure to ensure the nozzle tip remains in the incision. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implantation surgery, the issue was caused by a very short injecting tip which was raised as an issue numerous times. The injector had a tip that prevents introduction to the desired position as the lens was injected, as the tip was not long enough to comfortably reach the anterior chamber, the iol was snagged on the corneal wound.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).